Event description:
It was reported that the customer's clothes had pulled and removed the infusion set, and the customer was inquiring if she was still able to use the same reservoir. The customer's blood glucose was unknown. The customer stated that there was an air bubble in the reservoir where the o-rings were. The customer was unaware of how big in size the air bubbles were. Troubleshooting could not be completed because, the customer opted to change the infusion set and reuse the reservoir. Advised to monitor the issue and call back if problems persisted. Advised that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.